Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a brown spot on a surgical pattie. Medical staff had to break down an entire set up due to brown spot. A 20 minute delay was noted and no patient injury reported

Manufacturer narrative:
Updated fields:  d1, d4, d9, g3, g6, h2, h3, h4, h6, h10 d1 the surgical pattie was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye. Black spot present on front of the pattie. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst: ¿when cottonoid is produced, rayon bales are broken down into small fibers and woven into sheets. These sheets are then saturated with a binder material and put through an oven. The binder material can become burnt and build up in the oven. When the built-up binder makes contact with the sheet of fiber it can cause discoloration. Patties are visually inspected by operators who fan through the stack of 10 strips counting each one and ensuring there are no defects. They then flip over the stack and repeat this inspection. Because the contamination was missed the complaint can be attributed to operator error during assembly.¿ currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. A corrective action has been implemented to investigate the issue.

Event description:
N/a.